Manufacturer narrative:
Concomitant medical products: t510c27 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with weakness and lethargy. Upon interrogation, atrial loss of capture, high thresholds and a decrease in p waves were identified. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right atrial (ra) lead was reprogrammed and ultimately, explanted and replaced.